Event description:
Patient's father reported the side button on the infusion device fell off about a month ago and only the metal part is present. Father stated after this, his son is presenting with cases of hypoglycemia and hyperglycemia; exact blood glucose readings were not provided. Patient's normal blood glucose range was not provided. Father reported the insulin administration of the infusion device is not correct due to the decrease of the button because they must make more of an attempt to deliver the bolus. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully. Additionally, the delivery accuracy was tested and comply with the product specification too. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.